Event description:
Discordant, falsely elevated sodium (na) results were obtained on four patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an unknown instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that after checking the electrodes, it was discovered that the o-rings were missing. As per the advia 1800 chemistry system operator's guide, the customer is instructed to: "make sure an o-ring is between each electrode and that the ridges on the side of each electrode fits into the depressions on the side of the electrode next to it". The customer placed new o-rings on the electrodes, resolving the issue. The cause of the discordant, falsely elevated sodium results was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required